Event description:
It was reported in a service report that the fowler is rising without activation. There was no pt involvement. No adverse consequences have been reported.

Manufacturer narrative:
Result: bracket.